Event description:
The customer reported that the unit powered up, but there was no display.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.